Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery test anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. Device received with stripped coin slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were stuck and harder to push specifically the act and down arrow, insulin pump rejected new batteries and received the random no delivery alarm forcing customer to change the changed the set and rewound rarely. The customer also stated that the sometimes insulin pump did not accepting the blood glucose that they entered also battery cap had issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.